Event description:
It was reported that a 3000ml eva bag leaked approximately 200ml of an unspecified tpn solution. This occurred when the bag was opened for use. It was reported that the bag was stored in the fridge two days prior to the event without issue. This occurred before use; therefore, there was no patient involvement associated with this report.

Manufacturer narrative:
(B)(4). A batch review will be performed. A sample is not available for evaluation. However, a photograph of the sample has been made available by the customer but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Inspection of the photographs confirmed the reported condition; leakage from a small slit was identified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.